Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if applicable.

Event description:
It was reported that there was an issue with the optilene suture. The suture broke from the point of the needle in more than one surgery. No serious injury occurred in any incident. These incidents did cause some delay in surgery to request new sutures. No additional intervention was needed. Additional information has been requested, not yet received.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 0.40 kgf in average and 0.245 kgf in minimum and fulfilled the requirements of EU and us pharmacopoeia: 0.17 kgf in average and 0.082 kgf in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited.